Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure -1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated, and the software was re-installed to the smart pneumatic module board to remedy the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.